Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-fem-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: it is reported that the filter legs perforated the sheath, however, perforation by filter legs are most unlikely when filter is advanced by femoral approach. Therefore, assuming that it is the filter hook that perforated the sheath. Unable to determine a root cause for the perforation of the sheath based on the description. Under normal conditions the sheath is strong enough to accomplish the procedure, but the sheath may be damaged, if forcefully advanced through tortuous anatomy. No evidence to suggest that this device was not manufactured according to specifications cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: there was no tortuosity observed in the vessel. The sheath was advanced to the target site without resistance. When the filter introducer was advanced through the sheath, the user felt that the filter introducer was caught on the proximal side of the sheath and the introducer would not advance anymore. The filter leg(s) perforated the sheath. The device was changed with a jugular approach product, and the procedure was completed successfully. Patient outcome: there have been no adverse effects to the patient reported.